Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During inspection of loaner instrument returned from customer, it was found that the tip of tap was chipped. It is unknown whether it was chipped during surgery or during cleaning etc. The product will be available for evaluation. We will send it to the loaner as soon as we receive it from our loaner dep.